Event description:
Reportedly, during a follow-up, the touchscreen of the smarttouch tablet froze and the buttons p1+p2 were pressed to restore correct functioning. When interrogating again the pacemaker, all data had been deleted.

Event description:
Reportedly, during a follow-up, the touchscreen of the smarttouch tablet froze and the buttons p1+p2 were pressed to restore correct functioning. When interrogating again the pacemaker, all data had been deleted.

Manufacturer narrative:
Analysis synthesis: - analysis of available expertise files confirmed the reported behavior, as a freeze of the programmer screen was observed on (B)(6) 2023 at 13;45, when the user was on the screen aida/arrhythmia. - the observed issue could have resulted from an incorrect refresh of the graphic unit interface (gui) when switching from one episode to another. However, this hypothesis could not be confirmed with certainty, based on available data. - it should be noted that the pacemaker data was automatically deleted after visiting aida screen, as per specifications, because the device memory was full.